Event description:
It was alleged that a power supply to a continuous positive airway pressure (CPAP) device experienced a thermal event. There was no report of pt harm or injury. The manufacturer's investigation is on-going. Upon completion of the manufacturer's investigation, a follow up report will be filed.

Manufacturer narrative:
Conclusion not yet available; evaluation in progress.